Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained higher sensor readings compared to a competitor brand meter. The customer indicated self-treating with insulin (dose/type unknown) but began to feel hypoglycemic with symptoms of shakiness, sweating, was unable to think straight, and self-treated with spoons of brown sugar. The customer subsequently experienced a loss of consciousness, however, no additional information was provided. There was no report of death or permanent injury associated with this event.